Event description:
Related manufacturer reference number: 3006705815-2019-01202. The patient had one of their leads revised on (B)(6) 2019. Effective therapy established post-op. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2019-01202. It was reported the patient is experiencing uncomfortable stimulation. Reprogramming was unable to resolve the issue. Diagnostics indicate lead migration. In turn, surgical intervention may be pending.